Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was found with a defective camera instrument adapter. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and found with the attached endoscope adapter (aea) shaft bearing contributing to friction. Additional observation not reported by site was also identified: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. During inspection of the endoscope housing, the nose section of housing exhibited laser marking fading and/or removed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the 30-degree endoscope plus was not rotating and bearing was going bad. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.